Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 412 mg/dl at the time of the event. Troubleshooting was performed. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.